Manufacturer narrative:
Product ID: 3093-33, lot# va01xbq, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-33, lot# va01xbq, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was initially reported that the patient had fallen ¿flat¿ on their back several times. Specifically, the patient had 1 fall yesterday, 1 fall a couple of days go, and 1 fall ¿sometime last week¿. It was noted that the implantable neurostimulator (ins) site had ¿bubbled up¿ and was a ¿big swollen hard place¿. The patient was to be seen on (B)(6) 2013 by their physician. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the patient had fallen 4 times and it was not known if the ins was the cause. It was reported that the patient had hip pain and that there was no primary cause. The event cause was also reported as not due to the programmer or a programming issue. The ins and lead sites were observed as erythemic but there was no discharge observed. The patient was put on bactrim with improvement noted. No other interventions were reported. Cultures taken were reported as negative. The patient was seen at the clinic on (B)(6) 2013 where no infection or abscess was seen and the site was clear. The patient was to be seen on follow up in 1 week. If additional information is received, a follow up report will be sent.